Event description:
It was reported that when using the bd pyxis¿ es server, one patient order had not crossed over to the station. The patient was showing on the es server but not on the station. The patient was an existing patient, and only a single patient was affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that one patient order did not cross over to the station. A technical support specialist (tss) dialed into the application server and verified the patient's primary identification details through the hospital patient encounter system and identified multiple records associated with the same patient. The review showed that recent visits were in preadmission status and that the previously used visit had already been discharged, with no active admitted record available for the patient. It was determined that preadmitted and discharged visits would not appear on the station unless the option to display preadmissions was enabled. The tss advised the hospital representative to coordinate with the admission, discharge, and transfer team to create a new patient order and resend the admission event to admit the patient. The hospital representative confirmed that the situation was not urgent and agreed to follow up with the admission, discharge, and transfer team. Confirmation was later received that the issue had been resolved. The system functioned as intended after technical support specialist investigated the device.